Manufacturer narrative:
It was reported that during an in-service on the use of electro lube on (B)(6) 2026, the lead robotic tech mentioned they no longer use the foam pad because they were noticing small specs of the purple foam at the tip of the instrument during surgery. The specs were not noticed until the instrument was under the microscope inside the patient. I was inserting instrument into the lube container, using the sponge in a taco format to wipe excess off. The specs had only been happening or noticed the last month or two. 3-4 robotic hysterectomy cases. I am no longer using the purple pad and am training any students and new hires to not use the purple pad. Procedure delay, slight as we had to stop what we were doing to fish out a piece of the purple foam pad. There were no impacts to the patients as we removed the foam with a grasper. After initial application. I did not on any of the time reapply it. If I reapply I use my fingers to dab the excess off. Actually I am using my fingers always now. This has happened on purple foams we have opened outside the pack as well. Not just a medline issue. Some staff may still use this product. I have chosen not to. Electrolube has been used for as far back I as I have been doing robots. Every robot uses it every day, multiple times a day. No other known issues with it. The instrument(s) that the particles were found on are both smooth and sharp. One was a fenestrated bipolar and one was a scissor. Fenestrated bipolar is a grasper non aggressive. Scissors are scissors. We use davinci intuitive brand. No photos available. This was fairly early on in the procedure, it could be seen by the surgeon and staff. After seeing particles in the patient on the video screen looking at the large sponge you could see parts missing. Not 100% sure where the product is from. This item is not piggy backed outside of the pack, it is integrated in the pack. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The purple foam sponge was observed on the tip of an instrument, inside the patient during a robotic procedure.